Manufacturer narrative:
The serial number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is complaint 1 of 2 of the same event. It was reported that during an unspecified spine surgery, it was observed that the tip of the burr device broke off inside of the attachment device and was stuck. According to the report, the other piece of the burr device was manually removed from the patient and disposed of. There were no delays to the surgical procedure as a spare device was available and used to successfully complete the surgery. There was patient involvement. There were no reports of injuries or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.